Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the last pump refill was on (B)(6) 2017. As of (B)(6) 2017, the patient¿s son had not contacted the hcps office to reschedule his mother¿s follow-up appointment. When asked what was the serial number of the physician programmer used in the event, the hcp provided two (B)(4).

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2017-oct-12 from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained clonidine, an unknown brand of baclofen, and dilaudid, all with unknown concentrations and doses. It was reported an alarm was heard, but telemetry was not yet performed. The hcp stated the patient¿s son said the pump was alarming every 10 minutes. No patient symptoms/complications were reported. The hcp stated the patient had an appointment with a pain management doctor on (B)(6) 2017. Additional information received on (B)(4) 2017 from an hcp reported the patient¿s early replacement indicator (eri) was (B)(6) 2017. On (B)(6) 2017, the patient was in the hcps office for a pump refill. The telemetry stated to replace the pump by (B)(6) 2017. The patient¿s son was informed at the office appointment. Medical and cardiac clearance were needed to proceed with surgery. The patient¿s son was finding a new doctor for continued care. The event happened at the patient¿s nursing home, not at the hcps facility. The patient had an office visit scheduled for (B)(6) 2017, but it was cancelled by the patient¿s son.